Manufacturer narrative:
Continuation of medical products: 6945-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited both high and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.